Manufacturer narrative:
Product ID: 3389-40, lot# 0207068386, implanted: (B)(6) 2013, product type: lead. Product ID: 3389-28, lot# 0207358881, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study for epilepsy reported that during normal use on (B)(6) 2014, there was a neurostimulator modification, repositioning of the implantable neurostimulator (ins) was done due to changing position. There was no specified information for what had led to the event. No diagnostics were done and it was unknown if the issue was resolved. No surgical intervention had occurred and none was planned. Patient's medical history included irritable bowel syndrome, gastrointestinal/hepatobiliary, epilepsy and temporal lobe epilepsies. Further follow up is being conducted to obtain information about patient symptoms and cause. If additional information is received, a supplemental report will be submitted.